Event description:
It was reported a travel coarse error alarm when doing preventative maintenance and primary audible alarm post. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed from the bottom case and plunger assembly upon receipt, the battery was missing, and the top case was found to be non-original equipment manufacturer. Error codes were found in the ehl (event history log). The customer reported issues were not duplicated during the investigation as no fault was found. Root cause of the reported issues is unknown and could not be determined as no device problem was found. Replaced the lead screw, both clutch halves and the speaker as a preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Corrected data: d4: correction: model number: 4000.